Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating, shown offline and it was placed on critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the device was not communicating. A field service engineer (fse) worked with site to resolve communication issues. Fse remoted in and verified station was operational. The system functioned as intended after the field service engineer troubleshot the device.